Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced no flow of an unknown transfer set which resulted in ¿feeling of being toxic from not being able to drain¿ and a swollen abdomen. The event occurred during an unknown process step. The patient reported they were unable to drain for 4 days and only ¿saw a couple of drops drain¿. The patient presented to the hospital and was subsequently admitted. On an unreported date during hospitalization, the transfer set was replaced. Treatment for the events was unknown. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient outcome was reported as ¿felt well¿. Pd therapy was ongoing. No additional information is available.